Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225, lot/serial/ #: (B)(6) h2) additional information was added to b5. And patient information received. H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. Codes: b01, c13, d02 the computer was returned for analysis. Initially they had to use the reset switch to start the computer. The basic input output system (bios) was set to jan 01, 2007. It had a dead complementary metal oxide semiconductor (cmos) battery. They installed programs and it started and ran normally. There was a cmos battery issue observed. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the battery was replaced but the ¿no signal¿ message was still on the screen.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: repl kit 9735672 cmos battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system showed a no video signal when booting. The site aborted spine navigation and used a c-arm from the site. There was a an approximate 5 minute surgical delay and the most probable cause was noted to be a dead complementary metal-oxide semiconductor (cmos) battery. There was no impact on patient outcome.